Manufacturer narrative:
Complaint review was conducted and analysis showed no trend for item/lot.

Manufacturer narrative:
This investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete. This event occurred in (B)(6). This is the same event as 1043534-2013-02548, 02547.

Event description:
Allegedly revised due to cup loosening. Medium activity level.